Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The cgm reading was high and there was no bg taken. The patient self-treated with insulin but the cgm reading remained high. The patient started to feel lightheaded. She called 911 and they took a bg reading which was 51 mg/dl. The patient was treated with IV glucose and sent her to the emergency room (ER). At the ER they took a bg reading which was 51 mg/dl so they treated the patient with IV glucose and a sandwich to eat. After a couple of hours the patient was discharged and her bg reading was 170 mg/dl. At the time of the report the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.